Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized were observed on a lead via diagnostic imaging during a scheduled generator replacement surgery unrelated to the lead. Patient was asymptomatic. Electrical function of the lead was tested and observed with no anomalies detected. Lead was capped and replaced. Patient was doing fine after the event.